Manufacturer narrative:
Product complaint # (B)(4). The product lot number is not available. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿superior petrosal sinus dural arteriovenous fistula resulting in subarachnoid hemorrhage after transvenous embolization: case report¿ a (B)(6) year-old female patient with right cerebellar hemorrhage with ventricular perforation who was underwent a transvenous coil embolization with trufill dcs orbit coils, developed subarachnoid hemorrhage and acute hydrocephalus in the head on the next morning after surgery, a cerebral ventricle drainage was carried and the consciousness was improved immediately. Objective: dural arteriovenous fistulas draining into the superior petrosal sinus are rare. This article describes a case of sps d avf treated with transvenous embolization, which resulted in subarachnoid hemorrhage.